Manufacturer narrative:
The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Respiratory failure, kidney failure, sepsis are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Additional information received: it was reported from the site by the discharge summary, that "he was found to be in cardiogenic shock and acute respiratory failure, likely due to infectious pulmonary process. On arrival, he was found to have a leukocytosis in the setting of uri, he was transitioned to 1 week of linezolid, cefepime and doxycycline before being switched back to his admission antibiotics." He was started on broad coverage antibiotics as well as lasix and dobutamine drips. He was found to have an acute kidney injury (aki) and shock liver with creatinine up to 2.4 and elevated liver function test (lfts). Among his lfts was a lactate dehydrogenase (ldh) of up to 11,500 which raised concerns of left ventricular assist device (lvad) thrombus. After three days of lasix and dobutamine, he was stable enough for transferred. "As the patient was admitted decompensated with ldh of over 11,000 there was concern for lvad thrombus. Urine analysis (ua) was negative and plasma free hemoglobin resulted as 6.8. His lactate dehydrogenase (ldh) down trended with the rest of his lfts down to 230 at time of discharge. There is no longer any concern for lvad thrombus." Patient was discharged home in stable condition on (B)(6) 2017. No additional information available.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per instructions for use (IFU): the implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Worsening heart failure, liver issues, and kidney issues are all known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
It was reported from the site that the ventricular assist device (vad) coordinator received an email with log files from vad equipment manager that the patient presented to the hospital on (B)(6) 2017 critically ill patient presents with respiratory and right heart failure, liver failure and renal failure. Presumed cardiogenic shock though yet unclear if there may be concurrent sepsis. Patient hospitalized, patient on bi level positive airway pressure (bipap) and dobutamine drip (gtt) initiated on (B)(6) 2017. No additional information available.